Event description:
A report was received that during a trial procedure, the patient complained of shooting pain into his left foot. The pain increased the intensity and frequency even as the patient was in recovery. The patient was given lyrica and IV analgesics and was kept in the hospital overnight. The physician reported that the position on the operating table may have caused tethering of the nerve roots. The patient is getting good stimulation in his pain area and is reportedly doing well.